Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ hypodermic needle had a small leak between the needle and the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investgation summary: no sample returned. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (may 13-16th, 2018) during which 64 visual inspections were carried out with 0 defects noted. Needles were assembled (#8117823) in machine 4412 (may 7-15th, 2018) during which 287 visual inspections of 25 units each were performed with zero defects noted. Research has not found any issues or abnormality in injected hub batches #8107689 and #8099575 (mould machine #3553 - april 2018). Every single injected hub batch, at the beginning, a leakage test is performed and all results were within specification. Cannula batches #8114818, #8124987 and #8114814. Since defect is not confirmed because no sample has been provided, review of DHR show no abnormalities during needles manufacturing, and this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd microlance¿ hypodermic needle had a small leak between the needle and the syringe. No serious injury or medical intervention was reported.